Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A pairing test was performed with nordic bluetooth device: and passed. Share log review did not showed anything related to the customer complaint .the reported event of low transmitter battery was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. The reported allegation was not found via data, but a transmitter permanent loss of connection was confirmed. The root cause could not be determined post-investigation. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.